Event description:
It was reported that a patient had a cassette which was giving pump error messages. There was no issue with the pump, only the cassette. The patient changed out the defective cassette and was able to continue infusion. The event was resolved. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device has not been returned for analysis. We are unable to confirm the reported complaint. When the product is returned, smiths medical will reopen this complaint for further investigation. UDI number is unknown; PMA/ 510k number is unknown.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history review. Four cassette products were received for evaluation. Samples were received after use conditions, decontaminated and inside in a plastic bag. The samples were visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. No damage, kinks or any discrepancies that could cause the failure mode reported. During functional testing, samples were attached were filled with 100 milliters of water and connected to a pump to look for unusual function. No alarms were activated. The mohawk exposure in samples were measured with a ruler. Mohawk is a measured from the pressure plate latch profile to the end of the mohawk. Based on the no disposable alarm investigation and root cause through an open corrective and preventative action, the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be duplicated by functional testing, complaint is not confirmed. No action taken.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 07-jun-2022 via email and attached to complaint object: patient details updated in complaint.